Manufacturer narrative:
No lost sensor alarm or blood glucose meter communication anomaly could be verified due to a faulty connector on the radio frequency board. The insulin pump alarmed during the self test due to the faulty connector. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a failed self test alarm. Troubleshooting occured. Customer's blood glucose level at the time 237 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).